Event description:
The user facility reported a blood leak from the dialyzer blood compartment to dialysate compartment within 5 minutes of starting dialysis treatment. On f/u communication, the user facility confirmed the leak occurred on the first use of the dialyzer. The blood was not returned to the pt, and the unit was changed out to another dialyzer. There were no reported pt complications. Add'l event specific info was not available.